Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199, UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif spinal the rapy for stenosis lumbar at l5-s1. It was reported that cage broken when inserting it. The fragment of cage remaining in the patient. There was 60 minutes delay in overall surgery time. There were no further complications reported regarding the event.